Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged a defect of the adhesive used to securely attach and maintain the insertion placement of an infusion cannula. No adverse event alleged. Lot not provided.device not available for return.